Event description:
Betadine prep done pre procedure, betadine washed off with normal saline by surgeon prior to start. For the procedure two d660 lights were used to iluminate areas. They were placed 3.5 feet away from infant. Three hours into procedure -10:30-, surgeon noted red area quarter size on left buttock, clinical coordinator called to room. She observed red area quarter size noted with blister in the center, she placed her hand directly on the light, although it was warm to touch she could leave her hand on the surface. Lights were moved farther away from pt, 4 feet. Exposed area covered with sterile blue towel. Area was covered with silvadene and infant was taken to pacu. Risk specialist wasn't notified until the case was over and pt was in pacu.